Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ia endoleak and sac growth are unconfirmed. This is not consistent with the reported adverse event/incident. The most likely causation for the reported type 1a endoleak with sac growth are likely due to the neck length being off label (length 9mm should be greater to or equal to 15mm). The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. Corrections: h6: device code: remove code 3190. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft, an infrarenal aortic extension and a suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately 6.5 years post initial procedure, the patient presented to the hospital in stable condition as the patient was there for a cardiac procedure. Patient has an apparent type 1a endoleak and aaa growth of approximately 1cm. The patient is currently being monitored as an intervention is being planned.